Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and did not passed the test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with corroded battery tube.